Manufacturer narrative:
The handpiece cord was received at the manufacturer for testing. An evaluation will be conducted and a follow-up report will be submitted if the results of the quality investigation require one.

Event description:
It was reported that the handpiece cord caused an attached device to run-on during an on-site maintenance visit at the account. There was no patient involvement. There were no adverse consequences reported as a result of this event.